Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6), 2023. Fiducials markers were placed transperineally prior the injection. The procedure was performed under local anesthesia. During the insertion it was reported that upon injection of the hydrogel "no lift/gel formation" was visualized as normally would be on ultrasound. It was indicated the hydrogel potentially did not polymerize as usual. One week later, post procedure, on computed tomography (CT) scan it was noticed that the separation between the prostate and the rectum was not successful and presence of the hydrogel along the left lateral aspect of the prostate instead of in the correct perirectal fat zone. The patient is not symptomatic and will proceed with radiotherapy.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.